Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. During aspiration of the sheath following insertion of the sheath into the transfemoral passage, many air bubbles were aspirated over the side port of the sheath. The physician noted that air could be heard coming through the hemostatic valve of the sheath. Different syringe sizes were attempted, however, the issue persisted. No issues were seen during flushing of the sheath during prep. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to return for analysis as it was disposed.